Manufacturer narrative:
Approximate age of device ¿ 4 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient was admitted on (B)(6) 2015 for progressive weakness and fatigue. On admission the patient appeared dehydrated on examination and had acute kidney injury, both responsive to intravenous fluids. The patient also reported fatigue that was attributed to anemia. The patient's hemoglobin dropped nearly 2 grams the day after admission associated with melenic stool. A rectal exam was completed and was hemoccult positive. The gastroenterology service was consulted for a possible colonoscopy, but the patient refused an inpatient work up. Because the patient's hemoglobin was 7.8 g/dl, he was transfused with 2 units of packed red blood cells. On the day of discharge, the patient's hemoglobin was stable after transfusion and the patient did not demonstrate any signs of overt blood loss and the overall fatigued was improved.